Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, rebooted the machine but still not working the customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed the field service engineer reconnected the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.